Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. (B)(4).

Event description:
A surgeon reported an incomplete side cut inferiorly and a beaver blade was used to release the tag and lift the flap. The treatment was completed with no patient harm. Additional information received states that the post-op findings were unremarkable and patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).